Manufacturer narrative:
The reported issue was confirmed. Technical support performed troubleshooting over to determine the customer reported issue of npi 8110 error code 500.5040. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue - poc v9.12 is their current 8015 firmware version, but the 8110 was at v9.33. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported a 8110 experienced error code 500.5040. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported a 8110 experienced error code 500.5040. There was no patient involvement.